Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31301778l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. Steam pop while thermocool® smart touch® sf bi-directional navigation catheter was on cavotricuspid ishmus (cti). Stopped the ablation. Pleural effusion was observed, and the patient had to be drained. Use of another device to complete the procedure.

Manufacturer narrative:
Additional information was received on 28-jun-2024. Physician's opinion on the event was surely due to the particular anatomy of the patient that led to the steam pop. No transseptal puncture was performed. No error messages observed on biosense webster equipment during the procedure. Patient has fully recovered. In addition, concomitant products were provided. Therefore, processed the d 10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).